Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient came back to the hospital several times since the implantation because of heart failure event. During the follow-up performed on 5 december 2016, pacing at vvi 70min-1 was observed on ECG. Upon interrogation, the pacemaker was found in standby mode and was reinitialized. Reportedly, the physician does not remember if the pacemaker was already found in standby mode during previous follow-ups. He also questioned the patient about possible external interferences, but the patient denied. Following recommendations, the device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient came back to the hospital several times since the implantation because of heart failure event. During the follow-up performed on (B)(6) 2016, pacing at vvi 70min-1 was observed on ECG. Upon interrogation, the pacemaker was found in standby mode and was reinitialized. Reportedly, the physician does not remember if the pacemaker was already found in standby mode during previous follow-ups. He also questioned the patient about possible external interferences, but the patient denied. Following recommendations, the device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device revealed a failure at the level of the ram memory of the device.

Event description:
Reportedly, the patient came back to the hospital several times since the implantation because of heart failure event. During the follow-up performed on (B)(6) 2016, pacing at vvi 70min-1 was observed on ECG. Upon interrogation, the pacemaker was found in standby mode and was reinitialized. Reportedly, the physician does not remember if the pacemaker was already found in standby mode during previous follow-ups. He also questioned the patient about possible external interferences, but the patient denied. Following recommendations, the device was explanted and will be returned for analysis.